Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. Additional information was received from the field indicating that likely the cause of high threshold was poor initial implant. This lead was explanted and was replaced. No additional adverse patient effects were reported.